Manufacturer narrative:
Based on the information provided at this time, we are unable to determine to what extent, if any the davol devices may have caused or contributed to the patient¿s reported postoperative course. The contact did not provide any additional information and stated the patient is seeking a surgeon to remove the mesh. At this time, with the information provided, no conclusion can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This file represents device #2. Two additional emdrs have been submitted to represent device #'s 1 and 3. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
As reported per maude event report (mw5077291): "I had hernia surgery in 2006 and have over the years had pain in my groin, abdomen and backside area. I was not notified by the manufacturer, doctors or hospital of complications I may have due to the mesh placed inside of me." As reported in follow with the contact: on (B)(6) 2006 the patient was implanted with three davol mesh products in the right inguinal area. One perfix plug (device #1) and two flat mesh (devices #2 and #3). In follow it was reported that in 2018 the patient is now experiencing many "issues" related to the hernia repair and mesh, including internal bleeding. Insomnia, sexual dysfunction and chronic debilitating pain.